Manufacturer narrative:
Initial.

Event description:
It was reported that a person using the ilet experienced hyperglycemia after a normal breakfast, with a highest continuous glucose monitor value of 303 mg/dl using a dexcom g7; the high glucose lasted approximately two hours, was not confirmed by fingerstick, and the infusion set was an inset placed on the abdomen. Symptoms included hyperglycemia. Outcomes included return of glucose into range without hospitalization. Investigation included review of available glucose reports and troubleshooting and education with the user. Investigation of this case revealed no device alarms, no confirmed sensor error, and no identified device component malfunction, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.